Event description:
According to the reporter, during a gastrectomy with robot support there was a strange movement during the firing of about 2nd out of 6th firing. The movement of the cartridge jaw bending was observed together with the start of the firing, there was no usual movement at the time of firing, there was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#: (B)(6)), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown) sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.